Event description:
Boston scientific received information that the right atrial (ra) lead had dislodged 16 days post implant. A revision procedure was performed and the lead was successfully replaced. No additional adverse patient effects were reported.